Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it was consumed in the event; therefore, the event cause could not be determined. Correspondence has been sent out to the customer for additional information. Once the additional has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was not sufficient amount of medtronic liquid embolic in the vial and also that the liquid embolic did not contain sufficient radiopaque material which they considered to be harmful for the proper performance of the examination. Part of the liquid embolic was implanted in the patient (there is a small amount left in the vial).

Manufacturer narrative:
H3: the onyx vial was returned inside of a biohazard bag and a shipping box. The onyx vial appeared to have been used and empty. Onyx residue was found inside of the vial. The onyx was not returned as it was consumed in the patient. For further investigation, one onyx vial from the same lot (a687647) was requested from qc retained samples for testing. The retained onyx vial was then placed on an in-house onyx mixer and then shook for 20 minutes a setting of 8 per the IFU. The onyx solution in the vial appeared to be mixing well. After mixing, the onyx solution was then aspirated immediately into an in-house onyx 1ml syringe with an 18 gauge needle for density testing per tm0027 rev. K. The density measurement for lot: a687647= 1.69g/ml; which is within the specifications (1.71 +/- 0.1 g/ml). No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's report of ¿poor onyx visualization¿ and ¿insufficient amount of onyx in the vial¿ were not confirmed. The root cause could not be determined as the onyx solution was not returned. The in-house retained onyx vial with the same lot number was visually in spected, mixed and then tested for density; and found to be within specifications. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. The vial fill check sheet record was also verified for vials weight and the results are within actual volume. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.